Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a clinical study patient. It was reported the patient underwent a trial procedure. During the procedure, the doctor was unable to successfully implant the lead intended for use after multiple attempts. As a result, the procedure was abandoned.

Event description:
The patient's weight was gathered via follow-up.